Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose level up to 48 mg/dl, 52 mg/dl, and 500 mg/dl. The customer had low blood glucose level of 55 mg/dl at the time of the incident. The customer¿s current high blood glucose 128 mg/dl. The customer's blood glucose was 533 mg/dl at the time of the incident. The customer treated with insulin pump. Customer was alleging possible pump under delivery. The customer also had issues with sensor and air bubbles. The product was not returned for analysis.